Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring's and was able to resume insulin. Customer¿s blood glucose level was 194 mg/dl.